Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the product/lot number combination was reviewed. There were no discrepancies observed that could have contributed to the reported failure mode. The nonconformance history of the product/part number combination was reviewed. No discrepancies were noted relative to the reported failure mode. A process assessment was performed and the contributing factors that may have led to the reported failure mode include the following: blue button flag damage upon insertion during assembly; blue button damage during assembly; missing spring; defective spring; a fault in the electrical connection(s). In sum, the customer complaint could not be confirmed since the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit worked without pushing the irrigation and suction buttons. It was further reported that the surgeon stopped using the unit.